Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Investigation summary: bd had not received samples or photos from the customer for investigation. Therefore, 10 retention samples from bd inventory were evaluated by visual examination and no issues were observed relating to missing label as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality non-conformances during manufacturing of the product.

Event description:
It was reported when using the bd vacutainer® blood collection tube buffered sodium citrate there was no label or missing label information. The following information was provided by the initial reporter. The customer stated: "this is a report about a missing label on the package. There was no label affixed to the package of tube".